Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose events for the past three months. The patient's blood glucose at the time of incident was 40 mg/dl, which she treated with food and glucose tablets. The patient's current blood glucose is 73 mg/dl. Troubleshooting was initiated for the low blood glucose. The insulin pump's drive support cap appeared normal. The device's programming was accurate as well. The customer declined further troubleshooting for her hypoglycemia. No products were returned or replaced.